Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe there was any deficiency with the ethicon suture used in this procedure? Was there surgical complication with use of the device? Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Citation: cardiovascular diseases, bulletin of the (B)(6), vol. 5 number 4 december 1978.

Event description:
It was reported in journal article ¿comparison of two suture techniques and materials: relationship to perivalvular leaks after cardiac valve replacement¿ a 2-year evaluation of different suture techniques and materials and their relationship to the development of perivalvular leaks was reviewed. Interrupted suture was used. Post-operatively, perivalvular leaks in both aortic and mitral valve positions were reported. Mean time interval before leak detection was 1 year. Reoperation was required to treat leaks occurring after valve replacement; most were small and caused neither congestive failure nor hemolytic anemia. Repair of leaks, as well as repeat valve replacement, was performed with interrupted sutures reinforced with teflon pledgets when necessary. Additional information has been requested.